Manufacturer narrative:
(B)(4). Batch # l90y46. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that the inner core of device rod broke. Changed to another one to complete. No patient consequence reported.